Event description:
It was reported that three (3) solution sets with duo-vent spike leaked chemotherapy from the tubing. The blue slide clamp key appeared to have sliced the tubing and caused a hole, and chemo began to leak at that point. This occurred when the blue slide clamp key was pulled out of the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: occurred between approximately two weeks ago till 07aug2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: one (1) actual device and a photograph of a sample were provided for evaluation. Visual inspection of the photograph and actual sample observed a cut in the tubing. Pressure and clear passage under water testing was performed on the actual sample and a leak was identified from the cut tubing. The slide clamp was visually inspected and no defects were observed that could generate the reported cut/leak. Pressure testing using the slide clamp was performed with no issues noted. The reported condition was verified. The cause of the cut tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.